Event description:
It was reported that damaged packaging was found at an unspecified time with a needle 18ga 1in blunt fill sla. The following information was provided by the initial reporter, "bar code damaged, making impossible the code reading."

Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damaged packaging was found at an unspecified time with a needle 18ga 1in blunt fill sla. The following information was provided by the initial reporter, "bar code damaged, making impossible the code reading."